Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called regarding the field notification letter. Customer stated the drive support cap is protruded. Advised customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Pump passed displacement test.